Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared, the device remained implanted.